Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Inadequately secured connections may allow fluid or medications to leak out of the system. This would typically be identified and resolved prior to use. It is standard practice to tighten all connections prior to priming lines and periodically throughout their use, as manipulation of the lines can contribute to loosening of the luer connections. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during IV administration, the disposable pressure transducer (dpt) became disconnected at the stopcock towards the patient, while the drugs were being given, and a small amount of medication was lost. It was indicated by the customer that the connections seemed to be loose. Once this was realized the nurse reconnected and tightened all connections. There was no allegation of patient injury. Further follow up with the customer specified that the system was disconnected less than 30 seconds. A training session has been organized to ensure the connections are secured correctly by customer. At the end of the procedure, the device was discarded. Inquired of patient demographics. Unable to be obtained.